Event description:
There was an allegation of intermittent qc issues and a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas pro ise analytical unit. The initial result was 156 mmol/l. The repeat result on a different cobas pro analyzer was 148 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number was gdc81 with an expiration date of 26-jan-2027. Calibration was acceptable. After troubleshooting and recalibrating, qc was acceptable. The field service engineer (fse) found an issue with the sample probe. The internal standard (is) and reference filters were in good condition. The fse cleaned the ise compartment, sipper and vacuum nozzles, and the dilution bath. The pinch tubing, syringe seals, and sample probe were replaced. Reagent primes were run, and the flow path was conditioned. Instrument checks, calibration, and precision all passed. The customer performed qc with acceptable results. The investigation determined that the issue found by the fse was the root cause of the event.